Event description:
It was reported that the anesthesia system failed the afgo valve (additional fresh gas outlet) test during system check out. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital and concluded that the afgo valve (additional fresh gas outlet) needed to be replaced. After replacement of the afgo valve and downloading the logs, the anesthesia system was successfully tested and cleared for clinical use. The afgo valve was returned and investigated. Our investigation of the returned afgo valve could not reproduce any erroneous behavior. The received logs do not contain any failing tests related to the afgo valve. The cause of the reported afgo valve test failure cannot be determined.

Event description:
Manufacturer's reference number: (B)(4).